Event description:
It was reported that the cartridge tip of the preloaded intraocular lens (iol) device split into two making it unusable. It was impossible to get the iol out of the cartridge. The backup lens was used instead. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-apr-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the customer provided photo revealed a lens stuck inside of the cartridge tip of the handpiece and with a damaged cartridge tip. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge tip with a portion of the lens outside of the cartridge. The cartridge and cartridge tip could be observed to be damaged and cracked, in a way consistent with a cartridge that was punctured by the plunger rod. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint or observed issues could be identified. The lens was removed from the cartridge and cleaned, revealing lens damage consistent with a lens that had excessive fore applied. A portion of one haptic was detached and the other haptic was damaged. The complaint issues of cartridge tip cracked/damaged and stuck in cartridge were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.